Event description:
During a follow-up, oversensing and increased pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of oversensing was confirmed. Electrical testing found internal shorting. Dissection of the lead found the inner insulation was abraded at the distal region which caused the reported event of oversensing. The reported event of increase pacing impedance was not confirmed. Electrical and x-ray testing did not find any indication of conductor fractures.